Event description:
Dr reported at one day post cataract surgery and intraocular lens (iol) implantation the pt was reported to be +5.00. Dr states he replaced the 23.5 diopter iol with another 23.5 diopter iol. The pt's vision was reported as good.